Manufacturer narrative:
(B)(4). Date sent: 2/24/2025. D4: batch #213d40. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with four gst45w (b- e) reloads present. The reloads were received fully fired and the reload (b) was received with the reload deck damaged. The damage to the reload is consistent with the device being clamped over a hard object. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 213d40, and no non-conformances were identified.

Event description:
It was reported that during a liver transplant clamped and fired on the portal vein as they have done many times, the staple line tore slightly when opening the stapler to come away. Also happened on a smaller vessel. Sutured over the staple line.

Manufacturer narrative:
(B)(4). Date sent 2/13/2025. D4 batch # 983c70. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The bleeding was controlled with suturing the surgeon is used to reacting quickly to any bleeding. They did hang 2 units of blood, overall it took a couple of mins to control the bleeding. No malformed staples were noted although it did happen quickly so control was paramount. The patient is doing very well with no complications. Incident during liver transplant explant. I use the stapler consistently for all my cases over the last 10 years. Never had an issue. The left and middle hepatic vein were divided with the stapler and initially controlled. The explant was concluded and then the implant. After the haemostatic break about 20 min we noticed blood pooling. After inspection we saw the staple line had given way and there was a 2 cm hole in the left hepatic vein. This was controlled promptly with stitches. The rest of the operation was then concluded. Patient probably lost a coupe of units. Postop did very well and was discharged home around 1 week postop. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/24/2025. Additional information received: ¿were there any surgical clips used in the procedure? Clips yes, but not in the vicinity of the staple line (left and middle hepatic vein). Only in the small veins draining in the ivc. No instruments. Were there any graspers or other hard objects in the area during the time of firing?¿ as I mentioned in my previous email, the staple line after firing looked ok. Then finished the implant, haemostasias (about 45 min). The break 20 min or so. Upon return it had opened partially.